Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
During a transfemoral procedure, while attempting to deploy the stent, it became stuck halfway through and was partially deployed. The physician moved the blue strain relief which allowed the stent to jump forward, which allowed full deployment. The stent moved approximately 5-6mm forward from the intended location but still covered the target lesion. There was no patient harm reported.